Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted. MDR was submitted with incorrect as FDA electronic submission system would not process mdrs with the correct at the time of the submission.

Event description:
A customer reported receiving erratic readings on the adc blood glucose meter within 10 minutes. Results of 28 mg/dl and 230 mg/dl were plotted on a parkes error grid and the results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erratic readings on the adc blood glucose meter within 10 minutes. Results of 28 mg/dl and 230 mg/dl were plotted on a parkes error grid and the results fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.